Manufacturer narrative:
UDI #: (B)(4). The manufacturing record review was performed. All process operations presented in the manufacturing record review were in compliance with manufacturing specifications. The environmental monitoring record where the production order was manufactured was within specification. The sterilization records for this lot were reviewed and no deviations were found that could affect the sterility of the device. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the surgery center had 9 possible toxic anterior segment syndrome (tass) cases. Per customer, fibrin was present in all patients¿ eyes which is a response to inflammation. The account reported that these patients were treated with an increase of steroid drops which helped to resolve the inflammation. It was reported that the patients have recovered. This MDR report pertains to the patient #6 (left eye). A separate MDR report has been generated for each of the patients.

Manufacturer narrative:
If explanted, give date(s): na (not applicable) to date, the intraocular lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.